Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on the 1st firing, did the device staple prior to stopping? No information. On the 1st firing, did the device cut prior to stopping? No information. Was the cartridge difficult to load prior to the 1st firing? No information. Did the device eventually open? No information, however, there was no damage on the tissue. If the device did not eventually open how was it removed from the patient (cut out, forcibly opened)? No information. Once removed, was the device able to be un-articulated? No information. The b12srt is returning. Were there any issues with the b12srt? If yes, please explain. No.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing stopped on the way of the first firing. Then, it was found that the cartridge had not been correctly loaded on the device when the device intended to be released with the knife reverse switch. Finally the device could be released from the target tissue but the device could not be opened. There was no information how the device was released from the patient. There was no damage on the patient¿s tissue. The device was articulated at the time, so it was pulled out from the patient with a trocar. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = cartridge, drivers, one piece sled, pan. The analysis found that the pse60a device was received in good visual condition and with an ecr60d cartridge loaded on the device. The returned reload was partially fired 2/5 consistent with an incomplete firing cycle. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. Additionally the cartridge pan was noted damaged and partially dislodged at left proximal end. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Furthermore the information provided in the event description are consistent with an improper loading of the cartridge into the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.